Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305197 and lot number 4247038. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: it was reported by the customer that it looks like it may be debris or and indentation -hard to tell. Verbatim: material: 305197, batch#: 4247038. Rcc received a complaint via email. IV tech took needle out of package, attached to syringe then noticed a spot on needle. It looks like it may be debris or and indentation -hard to tell. She did not compound with needle. She sent it out to [redacted] and escalated issue. There are 2 needles. 1. Can you please provide an exact date of event in format dd-mmm-yyyy? 04-03-2025. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None reported. 3. If possible, could you please provide picture samples for investigation? None to share.